Manufacturer narrative:
This report is submitted on february 8, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed a (B)(6) at the incision site. Subsequently, the patient underwent revision surgery to remove granulated tissue (date not reported). Following revision surgery, the patient was treated with oral and IV antibiotics.